Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones. The patient came into the clinic due to the tones. It was discovered that the tones were due to high out-of-range shock impedance of greater than 125 ohms on the ICD and right ventricular (rv) lead. The shock impedance had been running in the 80s historically. A few months prior the shock impedance started gradually increasing up to 100 ohms and now up to 130 ohms. Boston scientific technical services (ts) discussed the use of commanded shock testing to determine the delivered shock impedance once the measured shock impedances reaches 145 ohms. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited out of range shock lead impedance measurements. (Please see the description for more information regarding the specific circumstances of this event).

Event description:
Additional information was received that the shock impedance had reached 170 ohms and a non-invasive programmed stimulation (nips) was performed. Calcification was again discussed as a possible cause. Boston scientific technical services (ts) suggested delivering full energy commanded shocks. Defibrillation threshold (dft) testing with a 41 joule shock was performed with an impedance of 114 ohms. Thus the physician has opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited out of range shock lead impedance measurements. (Please see the description for more information regarding the specific circumstances of this event). Patient code 3191 captures the additional intervention of nips.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones. The patient came into the clinic due to the tones. It was discovered that the tones were due to high out-of-range shock impedance of greater than 125 ohms on the ICD and right ventricular (rv) lead. The shock impedance had been running in the 80s historically. A few months prior the shock impedance started gradually increasing up to 100 ohms and now up to 130 ohms. Boston scientific technical services (ts) discussed the use of commanded shock testing to determine the delivered shock impedance once the measured shock impedances reaches 145 ohms. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance had reached 142 ohms. It was noted the suspected cause of the increase in shock impedance was due to calcification at the tip of the right ventricular (rv) lead. Boston scientific technical services (ts) discussed the option of further testing including performing synchronized shocks if the shock impedance reached 150 ohms or higher. The clinic noted that further defibrillation threshold (dft) testing was performed. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited out of range shock lead impedance measurements. (Please see the description for more information regarding the specific circumstances of this event).